Event description:
Analysis of the generator was completed on (B)(6) 2016. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
It was reported on that high impedance (>10,000ohms) was identified on a patient's device during multiple diagnostic tests. The patient had also been having an increase in seizures over the past few weeks, according to the patient's mother, and it was thought to be related to the high impedance. The patient was last seen by the physician in (B)(6) 2015, but diagnostics were not available from that visit. There was no known specific trauma, but the patient was noted to be a (B)(6) child, so his behavior could not be ruled out as a cause of the high impedance. The patient was referred for full revision surgery. The patient had full revision surgery on (B)(6) 2016. System diagnostics were performed prior to surgery, which resulted in >10,000ohms. The explanted lead was discarded. The explanted generator was received on (B)(4) 2016. Analysis has not been completed to date.